Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga component u105 on the c/a board, indicating a broken solder connection. The root cause for the flash memory failure was due to a broken solder connection. There was no adverse event that resulted from the damaged monitor.